Event description:
Device 1 of 3. Reference MFR report: 1627487-2017-05558 & 1627487-2017-05559. Additional information received identified the patient underwent exploratory surgery on 01/18/2018. Reportedly, during the procedure the doctor replaced the patient's scs ipg (reference MDR # 1627487-2018-01163), then connected the patient's extensions and all of the impedances were fine. Nothing was done to the patient's extensions and lead during the procedure. The patient reported receiving good stimulation coverage postoperatively and the issue was resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2017-05558 & 1627487-2017-05559. It was reported during a meeting with the patient, the patient's scs system was exhibiting high impedances for multiple lead(s) contacts. The patient stated his scs stimulator was working fine before he experienced a fall and was in a car accident sometime last year. Reportedly, the patient's physician plans to evaluate the patient's scs extensions and proceed from there.